Manufacturer narrative:
Photographs and a video were returned for evaluation. The complaint kit and smart card were not returned for evaluation. Examination of the customer provided photographs confirms the drive tube break as damage is visible near the lower bearing stop. The lower bearing ring appears to be outside the retainer clip, indicating the bearing was not installed correctly. A material trace of the drive tube assembly and its components used to build lot n371 found no related non-conformance. The device history record (DHR) review did identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The smart card was not returned; therefore, the alarm #7: blood leak? (Cent chamber) could not be confirmed. The complaint kit was not returned; therefore, the root cause for the drive tube leak could not be determined. No further action is required at this time. (B)(4). (B)(6), 09 oct 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak (cent chamber) occurred after 986ml of whole blood had been processed. The customer then noticed a leak in the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs and a video for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n371 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n371 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak (cent chamber) and drive tube leak/break. No trends were detected for these complaint categories. At the time of this report, the analysis of the photographs and video is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. 11 sep 2025.